Manufacturer narrative:
Patient gender and weight are unknown. (B)(4). The original implant procedure took place on an unknown date in (B)(6) 2015. The complainant part is not expected to be returned for manufacturer evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally treated for a distal femur fracture in (B)(6) 2015. The patient later developed a non-union and was returned to the operating room for revision on (B)(6) 2015. The original hardware, which consisted of a less invasive stabilization system (liss) plate, four (4) liss screws, and three (3) locking screws, was removed and the patient revised to a retrograde/antegrade femoral nail. During extraction, the head of the last liss screw became stripped, making it difficult for the extractor to engage. The screw was drilled down further and eventually fully removed. A fifteen (15) minute surgical delay was noted, but the procedure was completed successfully with no reports of patient harm. The surgeon was very happy with the outcome. This report will address the implants involved in the non-union only. The intraoperative events will be captured in and reported under (B)(4). This report is 1 of 3 for (B)(4).